Event description:
A caller reported experiencing a malfunction on a pump, identified by the malfunction code "malf 12" and fault ID "12-0x2071". There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump. Following this, the malfunction did not recur, and the customer was advised they could continue using the pump, with instructions to call back if the issue reappeared.